Manufacturer narrative:
Age: unk, sex: unk, weight: unk, ethnicity: unk, race: unk, explant date: na. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a bottom piece of a 12.6mm tmicl12.6 implantable collamer lens, -12.00/+1.5/135 (sphere/cylinder/axis), was missing due to loading and the surgeon implanted the lens. The lens remains implanted. Additional information has been requested but none has been forthcoming.